Manufacturer narrative:
The angio core lab review observed that the patient suffered two dissections. The first was a grade b dissection and within the stent area and the second was a grade e dissection. Investigator and safety assessed that the event was not related to index device or antiplatelets medication. It was reported that the first dissection was caused by a non-medtronic pre-dilation balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. Dissection was observed. The patient was treated with implantation of another resolute onyx stent into the lad.